Event description:
It was reported by the affiliate that during a laparoscopic resection for rectum prolapse procedure, the instrument cut but did not staple. There was an incomplete staple line. Procedure was converted to open.